Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the struts had too much play while the device was in the vertical position. The chair would move approximately 4 inches without depressing the release handle. The complaint was confirmed and the root cause has been associated with a seal failure. A complaint history review found related failures. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder procedure, the t-max positioner was losing pressure. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.